Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating for alerts and alarms. There was no reported impact to customer's blood glucose. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.